Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The device was received in two sections as a result of a break in the hypotube. The break was located approx 28.6cm distal to the strain relief. Evidence of stretching/narrowing was present along the distal sub assembly. There was bunching at the proximal weld site. The stent was severely stretched and pulled distally on the balloon. The distal end of the stent was positioned distally over the tip section of the delivery device. It is clear from the condition of the returned device that excessive force was applied to the device which resulted in the stent becoming stretched and getting pulled distally on the balloon. Microscopic examination of the break site found that the break is consistent with a severe kink that developed in the hypotube. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. It is not possible to determine if the stent got caught on a foreign object during insertion or withdrawal. The condition of the stent is more consistent with the stent meeting with a severe restriction during withdrawal which resulted in the stent getting pulled distally on the balloon. The root cause of this event was found to be handling damage. (B)(4).

Event description:
Event became reportable based on investigation completed on (B)(6) 2007. It was reported that during an angioplasty procedure, a shaft break occurred. The 80% stenotic lesion was located at a bifurcation of the calcified circumflex (cx) coronary artery and the marginal branch. Two guidewires were inserted; one in the cx and the other in the marginal branch to prevent plaque transference. The vessel was dilated three times with three different balloon catheters. The first catheter had been resterilized. The second catheter used in this procedure broke at the distal shaft. Resistance was encountered while advancing the 24mm x 3.00mm liberte' stent delivery system into the bend in the ostium of the cx. The liberte' stent delivery system was pushed and the distal hypotube broke. The procedure was not completed due to this event. No pt injuries or complications were reported. Pt status is reported as "stable."